Manufacturer narrative:
E1 & f4 (title): cn endoscopy e1 & f5 (phone): (B)(6). Device evaluation: the hmbl-4-tri device of product lot number c2378655 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all hmbl-4-tri devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for hmbl-4-tri of lot number c2378655 did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Review historical data: not applicable for use error complaints. Instructions for use and/label review: it should be noted that the instructions for (ifu0030) states the following: "deploy band by slowly rotating spool downward until tension is released.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the additional information received, it is known that the user spun the spool on the handle too quickly. Image (clinical) review: clinical imaging was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. Instructions for use (ifu0030) states the following: "deploy band by slowly rotating spool downward until tension is released.¿ from the information provided, it is known that the nurses stated that they believed that the spools on the handle were spun too quickly leading to the bands misfiring. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the complaint report, this complaint was raised based on answers from a previous complaint from the same entity and product issue captured as (B)(4). It captures the most recent incidents which occurred on 1st april when both banding kits misfired. Confirmed quantity of 02 devices, confirmed used. According to the initial reporter, no adverse effects on the patient have been reported

Event description:
Most recent incidents which occurred on 1st april. Both banding kits misfired during anal hemorrhoid banding. Used the short shot successfully with a different lot c2384208. Patient/event info - notes: was the trigger cord wound onto the handle spool until taut? Yes was the spool rotated slowly? I asked the nurses who were in the room for feedback, they believed the spool was rotated fast. How many bands were fired before the issue occurred? Both nurses don't know how many bands deployed.